Manufacturer narrative:
Occupation:manager. Device manufacture date: unknown due to unknown catalog and lot number combination. The actual sample has not been received by ashitaka factory yet, and it takes time to obtain occurrence information. This is the MDR preliminary report based on the review of relevant records as follows. Since the product code and the lot number were unknown, the manufacturing record and the shipping inspection record of the product with the involved product code/lot could not be reviewed. Snice the product code and the lot number were unknown, the past complaint file could not be searched. Since the product code and the lot number were unknown, UDI november could not be searched. Detailed information is currently being requested, and if detailed information becomes known, an additional report will be prepared. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved device coating came off the glide wire while using abbott jedi thrombectomy device. The event did occur intra- operative.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample has been received evaluation. The actual sample upon receipt was only a guidewire main body. Visual inspection of the actual sample was conducted. The total length of the wire of guidewire main body, approximately 3000mm. The outer layer had been peeled off and the wire had been exposed at the distal end, approximately 1mm from the distal end. Magnifying inspection of the actual sample revealed that the outer layer had been fractured at approximately 1mm from the distal end. The fractured section of outer layer had been crushed. The wire had been exposed at approximately 133mm and 140mm to 150mm from the distal end. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual sample revealed that the outer layer had been wrinkled and scratched in the vicinity of fractured section (at approximately 1mm from the distal end). Therefore, it was inferred that it was contacted with some hard object at the involved section. A torn shape was found at approximately 1mm from the distal end. The outer layer had been wrinkled in the vicinity of fractured surface at approximately 133mm from the distal end. The fractured surface at approximately 133mm from the distal end was smooth. Therefore, it was inferred that the outer layer of guidewire came into contact with some sharp object, and the outer layer was peeled off. On the top surface of wire, there were sizing cut marks (the mark generated when the wire was cut at the time of manufacturing) similar to guide wire m normal product, and it was in the same condition as the distal end of wire of the normal product. Since guide wire m with an angiography tip and gt wire are also cut in the same method as guide wire m, they have similar sized cut marks. Therefore, it was inferred that there was no missing part on the wire, and the outer layer on the distal end was partially peeled off. Outer diameter of the normal section was approximately 0.45mm. Since the product code and lot were unknown, we investigated the outer diameters of our 0.018-inch guidewires with a urethane outer layer (guide wire m, guide wire m with an angiography tip, and gt wire). Since each product was within the standard range, it was inferred that the actual sample was a 0.018-inch guidewire. It was described in the report issue that "coating came off glidewire". However, since the product code is unknown, the type of the involved product cannot be specified. Therefore, the appearance of actual sample was compared with factory-retained 0.018-inch guide wire m, guide wire m with an angiography tip, and gt wire. The color of the appearance of actual sample was similar to that of guide wire m with an angiography tip. Therefore, it was inferred that the actual sample was most likely to be guide wire m with an angiography tip. History investigation of the product with the involved product code and lot number. Since the lot number was unknown, history investigation could not be performed since the product code and lot number were unknown, unique device identifier (UDI) number could not be searched. Simulation testing was conducted. Since the outer layer at the fractured section of outer layer was crushed and scratches and wrinkles were found on the surface of outer layer, it was assumed that the distal end of actual sample came into contact with some hard object, and pulling force was applied to the actual sample in a compressed state. Therefore, following simulation test was performed. Removal operation was performed with the distal end of factory-retained guidewire held between hard objects. Magnifying and electron microscopic inspections of the simulated product was conducted. The outer layer had been fractured and peeled off in the distal direction. The wire at the distal end was exposed. The surface of outer layer at the fractured section of outer layer was wrinkled and scratched. The fractured section of outer layer had a torn shape. These states were likely to be similar to the condition of the distal end of actual sample. Although no crush was found in the simulated product, but it was inferred that this was due to the difference in the state of compression. Our past knowledge from the condition of actual sample, it was inferred that the outer layer came into contact with some sharp object, and the outer layer was peeled off. From our past knowledge, we have experienced that when a guidewire was used with a metal needle, the outer layer was peeled off and the wire was exposed. This state was likely to be similar to the exposed state of wire at approximately 133mm and 140mm to 150mm from the distal end of actual sample. Exposure of wire at the distal end was likely that the distal end of actual sample came into contact with some hard object, and pulling force was applied to the actual sample in a compressed state. Therefore, the outer layer was torn and come off at a section 1mm from the distal end. Since there was no missing part on the wire, it was inferred that the outer layer on the distal end was partially missing. Exposure of wire at approximately 133mm and 140mm to 150mm from the distal end was likely that the actual sample was abraded with some sharp object during the procedure. Therefore, the outer layer was peeled off and the wire was exposed. In each process of guide wire m, guide wire m with an angiography tip, and gt wire, 100% visual inspection is performed to confirm that there is no exposed wire or anomaly in appearance to assure the quality of this product. Instructions for use (IFU) of this product includes the following warning (guide wire m with an angiography tip). If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.